Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
On (B)(6) 2010, the patient was implanted with a right eight hole locking compression plate (lcp) conduit plate. On (B)(6) 2013, the lcp was removed due to patients knee pain that began on an unknown date. The fracture was healed. The screws that were removed include a 7.3mm locking screw, four 5.0mm cannulated locking screws distally in the distal block, two 5.0mm solid locking screws in the two most distal combination holes, four 4.5mm cortex screws in the next adjoining combination holes, and two 4.5mm cortex screws above the screw holes that were broken. The two cortex screws were left in the femur. The screw heads were removed. This is report 3 of 14 for complaint (B)(4).